Event description:
It was reported the epg (external pulse generator) will not stay on. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board). The battery contacts were also found to be compressed, and the upper/lower cases and side bail covers were broken.